Manufacturer narrative:
Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the displacement accuracy test. Unit uploaded properly using carelink. Unit had scratched case and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2019 due to diabetic coma. Customer was in the intensive care unit and did not wake up until 4 days later. Customer stayed at the hospital for 6 days. Customer was found laying on the floor and was rushed to the hospital. The customer reported that they feel sick overnight then she passed out. Blood glucose at the time of admission was over 600 mg/dl. Customer was treated with bolus via insulin pump. The customer experienced symptoms such as nausea and vomiting. Customer stated that auto mode feature was active and automatically adjusting insulin at time of the event. The insulin pump will be returned for analysis.